Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient had a coronary artery bypass graft (CABG) procedure. Device interrogation was attempted to program tachycardia therapy back on; however, a message was observed that impedance was greater than 400 ohms. The caller went to utilities and manual setup and the impedance test failed three times. Sensing is showing a good qrs, but there is occasional noise. The caller then reported that when going back to set up, it is grayed out. A boston scientific technical services consultant discussed that since the impedance was out of range manual setup becomes disabled. The consultant suspects the electrode was damaged or severed at the xiphoid location which will result in sensing at the xiphoid for both primary and secondary vectors. The caller captured all 3 s-ecgs and secondary and primary look the same with intermittent noise. Alternate vector is completely flat. A new electrode is required. The caller will follow up with this patient's physician.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. It was reported that this patient had a coronary artery bypass graft (CABG) procedure. Device interrogation was attempted to program tachycardia therapy back on; however, a message was observed that impedance was greater than 400 ohms. The caller went to utilities and manual setup and the impedance test failed three times. Sensing is showing a good qrs, but there is occasional noise. The caller then reported that when going back to set up, it is grayed out. A boston scientific technical services consultant discussed that since the impedance was out of range manual setup becomes disabled. The consultant suspects the electrode was damaged or severed at the xiphoid location which will result in sensing at the xiphoid for both primary and secondary vectors. The caller captured all 3 s-ecgs and secondary and primary look the same with intermittent noise. Alternate vector is completely flat. A new electrode is required. The caller will follow up with this patient's physician.

Manufacturer narrative:
The electrode was returned severed approximately 153mm from the terminal end. Only the proximal segment was returned. A visual inspection noted surgery related damage consistent with explanations. Resistance tests were completed to assess electrical performance and inner insulation integrity. The continuity testing for the returned portion passed testing. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. It was reported that this patient had a coronary artery bypass graft (CABG) procedure. Device interrogation was attempted to program tachycardia therapy back on; however, a message was observed that impedance was greater than 400 ohms. The caller went to utilities and manual setup and the impedance test failed three times. Sensing is showing a good qrs, but there is occasional noise. The caller then reported that when going back to set up, it is grayed out. A boston scientific technical services consultant discussed that since the impedance was out of range manual setup becomes disabled. The consultant suspects the electrode was damaged or severed at the xiphoid location which will result in sensing at the xiphoid for both primary and secondary vectors. The caller captured all 3 s-ecgs and secondary and primary look the same with intermittent noise. Alternate vector is completely flat. A new electrode is required. The caller will follow up with this patient's physician.